Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the device's battery decreased by four years within one years time. A copy of device memory was saved and submitted to boston scientific technical services for analysis. Engineering review of device data shows an increase in power consumption at the same time as the patient's atrial sensing increases to the maximum level. It appears the device is depleting faster due to increased sensing of atrial activity. This device remains implanted and in service. No adverse patient effects were reported.